Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site to test the equipment and found the j7 pins 2 and 3 at 0v. Battery charger board 2 was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, when the imaging system was being used during a spinal fusion procedure, they were unable to take 2d images. During troubleshooting, the system was re-booted a couple of times, which resolved the issue. It was noted that beeping from the system was fainter than usual. They were using the hand-switch. The surgeon was able to continue the procedure using the images for navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.